Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient needed to jumpstart the battery because he didn¿t realize it had lost its charge. The patient let the ins go dead and needed to get it jumpstarted for an unrelated MRI. The patient was directed to reach out to a medical facility to invite a manufacturer representative (rep) to come and jumpstart the battery. The ins not charging was first noticed 2 weeks ago ((B)(6) 2018). No symptoms or further complications were reported. Additional information received from the patient via the manufacture representative reported that the ins was in overdischarge due to non-compliance with recharging and that there was no stimulation. The patient was paralyzed from the waste down (pre-existing) and their stimulation never really helped. An explant procedure was being planned. No further complications were reported.